Manufacturer narrative:
The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The rotaflow console was investigated from the maquet service technician with the summary report# 43167102 on the 2019-11-05: no harm reported. Unit was being operated by an outsourced company for weekend coverage. Operator removed circuit from drive to add cream. Immediately after operator reports that there was valve? Message on screen and drive would not start flow. Operator stated hand crank operation until unit was swapped with another rotaflow. Immediately after regular hospital staff placed test circuit on unit and ran overnight without issue. Hospital perfusion staff feels that operator did not place centrifugal pump under holding pin of rfd. I operated unit for one hour and completed a full pm that was due. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The failure could not be confirmed therefore no probable root cause possible. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4). During patient treatment the rotaflow could not create rpm`s. The device was replaced. No harm to the patient was reported.